Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. Fse found no issues through error codes for the issue with the endoscope turning. The fse tested system with a 30-degree endoscope, and the up and down movement had no issues on arm 2 and 3 of the patient side cart. The system was tested and is ready for use. No parts were replaced. As of the date of this report, the 30-degree endoscope has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope kept flipping on its own. The site first swapped the endoscopes and canceled the guided tool exchange, then power cycled the system, but the endoscope continued to flip randomly even when it had been angled. The site manually moved the endoscope to complete the case. The site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting. The tse reviewed the logs and found no faults. The tse asked the site to undo the guided tool exchange, but they declined. Tse called back the site shortly after and instructed the site to swap the endoscope onto a different arm, which resolved the issue. The endoscope worked normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the reporters and obtained the following information: the customer was about to suture the vaginal cuff. The image was inverted. The 30-degree endoscope did not move freely with uncontrolled motion. When it was in use, it was initially installed in a down orientation, but it was also installed in an up orientation as well. The surgeon did confirm desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface, and the endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damaged observed on the endoscope's adapter or the base. Prior to event, the endoscope was not manually rotated 180 degrees. The customer moved the endoscope to another arm and then eventually used a backup 30-degree endoscope and then a 0-degree endoscope. There was no injury to the patient.